Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The sample has not been returned for evaluation to date. Based on the info received, the complaint is inconclusive and the root cause is unknown. The IFU (info for use) for this product states the following: if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.

Event description:
It was reported that during a pta procedure, the physician tried to pull the balloon catheter from the introducer, but the balloon was stuck. As it was not possible to separate, the balloon and the introducer sheath were removed together. No reported patient injury and no additional interventions were required.